Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is two of two reports (3007042319-2015-02467 and 3007042319-2015-02468) submitted for devices related to the same event.

Manufacturer narrative:
The following devices were received; however, it is unknown which of these were involved in the event. These devices will be analyzed and reported as required: (B)(4). Log file analysis review date: (B)(4) 2015: normal power consumption. Additional notes: 1 critical battery alarm was logged on (B)(4) on (B)(4) 2015 at 09:29:26. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is two of two reports (3007042319-2015-02467 and 2015-02468) submitted for devices related to the same event.

Event description:
It was reported that a patient's batteries "show a very short endurance" and "switching off without a warning". The batteries were replaced. Log files were sent and reviewed. There was no reported patient injury. Investigation is ongoing.